Event description:
A report was received that the patient had an allergic reaction with symptom of rashes around the ipg site, at the back and at the buttocks area. The physician believed that the patient¿s reaction was due to the nickel component in the ipg. The patient underwent an explant procedure. It was also reported that the reaction disappeared after the device was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial#: (B)(4), description: linear lead with enhanced stylet, 50cm. Model#: sc-4316, lot/serial#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.